Manufacturer narrative:
Avanos medical received one (1) flex connector. No closed suction catheter was received. The connection is a system and the mating component was not returned, the connection that was experienced by the customer is unable to be evaluated. Though the sample was unable to be evaluated, the root cause of the reported issue is attributed to a manufacturing related issue. All information reasonably known as of 09-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, m18045t310, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 04-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2018-00526 for the second patient. It was reported that a flex connector was loose and disconnected. The suction catheter and flex connector was replaced immediately with no impact to the patient.